Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full height drawer failed. As per part investigation, it was determined that there was thermal damage observed on the assy retractor drawer half height cubie. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate a similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of ER px2 full hr drawer keeps failing was confirmed during fse testing and subsequently confirmed in the dchu testing process. According to work order: (B)(4), the fse replaced slide railings on both aux fh drawers 1 and 6 and replaced retractor band on aux fh drawer 1. The fse realigned bearings cage on slide rails for aux fh drawer 5 and installed two rear slide bumpers. Also, the fse replaced insep latches on aux fh drawers 1, 5, and 6. During dchu visual inspection: p/n: 353844-01: the laboratory inspection confirmed that the assy retractor dwr hh cubie suffered thermal damage, due to a short between copper strands. During dchu testing: p/n: 353844-01: no further laboratory tests were required due to the visible damage observed in the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue was identified as an "assy retractor dwr hh cubie" that presented a cut and exposed copper strands which led to the observed thermal damage and ultimately compromised the drawer's functionality.